Manufacturer narrative:
Visual inspection revealed there are minor scratches present on the subject controller. Further visual inspection revealed there are several scorched pin receptacles on the wand connector port. Functional evaluation revealed there is no voltage output to a known good wand due to the failure of an electrical component inside the subject controller. The complaint is verified and the root cause was determined to be electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge to the subject controller, using an improper power cord or improper extension cord, or a loose power connection, failure of an electronic component inside the subject controller, an issue with one or more of the concomitant devices in use at the time of this complaint event, a drop of saline traveling down the wand tubing and inadvertently landing in the wand connector port and arcing. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that there was no output (would not coagulate) and the output connector was arcing. Procedure was successfully completed using a competitive device. No patient/user injury or other complications were reported.